Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.61 volts within 27 months of implant. Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. Subsequent information indicates that this product was explanted for normal battery depletion and was returned for laboratory analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Functionality and therapy delivery were verified through automated testing. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.